Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2007. Three days later, the pt experienced lower abdominal pain which was found to be due to a urinary tract infection. The pt had ten days of pain before obtaining antibiotics from her family physician. The pt was prescribed an unk antibiotic for seven days which cleared the infection the following month.

Manufacturer narrative:
Urinary tract infection may occur whenever the urinary tract is instrumented. However, no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.